Manufacturer narrative:
The insulin pump was received with critical pump error and pump error confirmed in history file due to force sensor flex not properly plugged in to pcb1. The pump was received with minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 5 mmol/l at the time of the incident. The alarm was not resolve. The insulin pump will be returned for analysis.